Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage pacing lead was found to be fractured during the implant procedure. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.